Event description:
Reported 3 false positive sars results for 1 consumer. The consumer communicated it was confirmed negative by molecular (pcr). Additional mdrs will be filed for the other events. Report 3 of 3.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.